Manufacturer narrative:
Continuation of d10: product ID 978b128 lot # va36rd3 serial# implanted: (B)(6) 2025. Explanted: product type lead product ID 978b128 lot # va36rd3 serial# implanted: (B)(6) 2025; explanted: product type lead b3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction via a manufacturing representative (rep). It was reported that the patient had tachycardia when the device was running and/or heart rate spikes with exercises while the device was running. They reported that the symptoms subside with the device being turned off. They reported that the issue was ongoing. The patient had trialed different programs and experienced an elevated resting heart rate with different programs. They reported that their tachycardia resolves when the device is turned off. They reported that the symptoms improved for a few days however they then noticed that their heart rate increased to 150s when completing "8 step-ups" at the gym. The rep advised the patient to turn the device off if their heart rate was spiking. The patient felt it was device related. Additional information was received from the manufacturing representative (rep) on 2025-dec-26. The rep reported that they received additional information that the tachycardia was first identified (B)(6) 2016.